Event description:
In 2009, the lay user/patient contacted lifescan (lfs) alleging the one touch ping meter had results missing from the memory, and had displayed the message 'no communication with pump' and an unspecified error message. The patient was unable to specify which error message had been displayed. The patient reported no symptoms of high or low blood glucose levels, and did not seek any medical attention or treatment. Troubleshooting revealed this was not a new meter, the meter and pump were programmed with the correct settings, and the meter had suffered no trauma. The issues were not resolved. The meter was replaced. The patient did not suffer any injury to the reported meter. The patient did not experience any symptoms, and denied seeking medical attention. However, as the meter memory and error message issues were not resolved, this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.